Event description:
It was reported to the manufacturer that the vns pt is experiencing an increase in seizures. It is unknown if any interventions have been planned or taken. The relationship between the increase in seizures and the vns therapy is unknown. It is unknown if the increase is above or below pre-vns baseline. Good faith attempts to obtain additional info have been unsuccessful to date.